Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID 2134265-2015-07228. It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 3.0mmx15mm apex balloon catheter was advanced inside the non-bsc guide catheter to trap a non-bsc guide wire. However, when the balloon was inflated, it ruptured. Another 3.0mmx15mm apex balloon catheter was advanced and inflated inside the guide catheter but it ruptured as well. No segment of the balloon was detached inside the patient after it ruptured and everything was fine. Later in the case long after, the patient experienced some effusion in the heart and had to do a pericardiocentesis.